Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received a blood glucose result of 9.0 mmol/l on the aviva system and was having hypoglycemia. The customer felt very low blood glucose symptoms and nearly collapsed. The customer's wife treated him with glucoside and gave him something to eat. They customer began to feel better. No medical treatment was received. Return of the suspect device was requested for evaluation.